Event description:
Boston scientific received information that during the pre-discharge check, lead was exhibiting a loss of capture at maximum output with no sensing. It was determined the lead had become dislodged. The lead was successfully repositioned and there were no adverse patient effects. A request for ai has been sent. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps has been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.